Event description:
It was reported that the customer received a failed battery test alarm on the insulin pump. The customer stated that she had change the battery six times, and the alarm persisted. The customer was also unable to remove the battery cap. The customer's blood glucose was 312 mg/dl. Troubleshooting was done. Advised that if the failed battery test alarm was not cleared that it would recur with each new battery inserted. The customer stated that the spring was damaged. The customer was able to remove the battery cap with a large screwdriver. Advised that the insulin pump needed to be replaced. Advised customer to revert to a back-up plan per healthcare provider's instructions. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump powered up properly after battery installation and had operating currents within specification. No battery out limit alarm or failed battery test alarm was noted. The insulin pump was received with minor scratches on the display window and a stripped battery cap coin slot.